Event description:
It was reported that the atrial lead was not sensing properly. A chest x-ray showed that the lead had dropped into the ventricle. The lead was successfully repositioned.

Manufacturer narrative:
Na